Event description:
Customer called to report that she had a pod into which the needle did not retract. Several hours after activating the pod, her blood glucose level had risen to 460, so she removed the pod. She reported that it was then, that she noticed the needle had not fully retracted. She was able to activate a new pod successfully. No further issues were reported. The patient reported that the device in use at the time of the event was disposed of, and is not available to be returned for evaluation.

Manufacturer narrative:
No product can be returned for evaluation in this case. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. The product user guide instructs the user to "check infusion site frequently for proper cannula placement". It also suggests that the user should check their blood glucose levels frequently, so that they can notice and react quickly and appropriately to any issue.